Manufacturer narrative:
The customer reported problem was confirmed. Technical support troubleshoot with the customer over the phone and confirmed keypad not responding to keypress. Customer mentions replace the front keypad, and getting the same issue. Next, customer to repair/replace the logic board to isolate problem fault to correct problem. Customer given the part number to logic board for replacement. Mention to customer to edit/update the serial number, through the flash process to match the barcode label on device. Technical support noted that customer to repair/replace the logic board to isolate problem fault to correct problem. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. Case #: (B)(4). (B)(4). Patient or user involvement: nopatient or user harm: no. Case resolution: customer in preventive maintenance keypad test fails keypress response 8015 s/n (B)(4). Customer mentions replace the front keypad, and getting the same issue. Next, customer to repair/replace the logic board to isolate problem fault to correct problem. Customer given the part number to logic board for replacement. Mention to customer to edit/update the serial number, through the flash process to match the barcode label on device. Informed customer if any further concerns need to be address, to give us a call back. Transferred customer to our com for assistance with pricing to order. End call. Ref: (B)(4).